Event description:
A (B)(6) male pt's girlfriend contacted zoll customer support to report bent pins in the electrode belt trunk connector. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (bent pins) has been confirmed. Upon investigation the trunk cable connector pins were bent. The root cause of the bent pins was excessive force when connecting the electrode belt trunk cable connector to the monitor. No adverse event resulted from the bent connector pins. The pt received a replacement electrode belt.